Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for fibrin was observed. Additionally, retention samples of the incident lot were selected from bd inventory for further evaluation and upon completion, no issues relating to fibrin were observed. Bd was unable to duplicate or confirm the customer¿s indicated failure fibrin/fibrin mass because the defect was not evident in the testing of the retention lot samples. Replicates of both retain and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed based on the photo provided. Testing of retention samples did not reproduce the defect. H3 other text : see h.10.

Event description:
It was reported that while using bd vacutainer® serum blood collection tubes there was poor barrier separation of sample. The following information was provided by the initial reporter: (2 of 3). It was reported that the serum is clotting.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd vacutainer® serum blood collection tubes there was poor barrier separation of sample. The following information was provided by the initial reporter: (2 of 3) it was reported that the serum is clotting.